Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routing hemodialysis treatment, the operator experienced a system alarm which could not be resolved. A complete rinseback of the pt's blood was not completed due to a concern of clotting resulting in an approx 50cc blood loss. No medical intervention was required.

Manufacturer narrative:
The cycler was returned for eval and the reported system alarm could not be duplicated. The reported occurrence of the system alarm during the treatment is not directly related to the blood loss event. Occasional alarms during routine dialysis treatments are expected. The user's guide provides adequate steps for resetting system alarms. The user's guide also states that risk of clotting increases when the blood pump is stopped and instructs to return the blood if the alarm cannot be resolved promptly. The operator most likely did not initiate rinseback in a timely manner when the alarm could not be resolved and the blood could not be completely returned due to clotting. Nxstage reviewed the reported blood loss with the facility and considers this report closed.